Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 26-mar-2020, it was reported that while the patient was sleeping, two of her infusion sets tubing broke apart from the tubing connector when she woke up and felt it was wet. The site location was left side of patient's abdomen and the pump was in the middle. Reportedly, the infusions were stored in the bathroom cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.